Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for a knee revision due to unknown reasons. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet tibial tray catalog 141222, lot 357010; vanguard right femoral catalog 183006, lot 409540; biomet patella w/wire catalog 11-150826, lot 416000. No devices were received; therefore, the condition of the components is unknown. Review of the device history record for 183422 lot 964160 identified no related deviations or anomalies. This device is used for treatment. The following components were reviewed for compatibility with no issues noted: 141222, 183006, 11-150826, and 183422. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
Patient underwent a revision procedure approximately ten years post implantation due to pain and a suspected loose femoral component; during the procedure, it was discovered that the femoral component did no need replaced and only the tibial bearing was revised.